Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the guide wire could not be inserted into the introducer needle, leading to rebounding of guide wire and the patient blood was splashed onto the face of the puncture operator. Surgical delay. No other information was provided. 10/9/2023 additional information received 09 october 2023: no infection, no treatment is required, the guidewire is not damaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the guide wire could not be inserted into the introducer needle, leading to rebounding of guide wire and the patient blood was splashed onto the face of the puncture operator. Surgical delay. No other information was provided.